Event description:
Customer reported frequent large air bubbles in the cartridge a few hours after a supply change, even though air was removed during cartridge fill and room temperature insulin was used. There was no reported impact to the customer¿s blood glucose level. No further actions or outcomes were provided.